Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
Patient reports that the keypad buttons are intermittently responding to button presses. Patient does not clean the pump. Patient wears the pump in a pocket.